Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, upon stapling on the colon tissue, staple did not format as a b-shape after firing and the staple line was incomplete distally. The stapler fired but stopped. To fix the problem, surgeon replaced problem stapler and reload with a new one then stapled on lower rectum, completed the resection and remove the incomplete staple line. There was no patient injury.